Event description:
The customer reported that when powering on their unit and they observed a self test, the customer did not hear the audio sound.

Manufacturer narrative:
The customer reported that while powering up their device, the alarms were not heard. It was determined that the audio portion of alarms was not functioning. Because the labeling for this product does not represent displayed data that is continuously monitored by staff, we will consider that loss of audio could be a factor in a death or serious injury if it recurs. Philips is in the process of obtaining additional information pertaining to this event and the complaint is still under investigation. A final report will be submitted upon completion of the investigation.